Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 25, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not allow a blood glucose test to start and was just showing the "apply sample" symbol. The patient tests her blood glucose 3 times a day. Her normal blood glucose readings are usually less than 110 mg/dl before meals and "120-240 mg/dl" after meals. Whenever her blood glucose is over "167-169 mg/dl" she starts feeling unwell. The patient takes "metformin" and "avandia." The patient stated that the alleged meter issue started about 2 months ago. She did not have another meter to test with during the time of concern. Although she could not test her blood glucose at the time, the patient continued to take her "metformin" and "avandia" medications as prescribed. In 2007, the patient developed symptoms of feeling weak and dizzy. On april 20, 2007, the patient visited her doctor because of the symptoms and had her blood glucose tested on a meter used in the doctor's office. The patient obtained a result of "380 mg/dl." However, the patient was not given any medical treatment. The patient also stated that she had gone to see her doctor eighteen days later, but it was due to having an episode of "choking." The patient remembered getting a blood glucose reading of "280 mg/dl" in the doctor's office that day. The patient was using a correct technique for applying blood samples to the test strips. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for about 2 months because of the reported meter issue and later, developed symptoms suggestive of high blood glucose.